Event description:
The implantable neurostimulator was overdischarged. The patient was taught to do a physician mode recharge. The patient unsuccessfully attempted recharging multiple times at home. The rechargeable device was going to be planned with a non-rechargeable device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.